Event description:
It was reported that this right ventricular (rv) lead had an out of range measurement alert. The patient was checked into clinic and impedance measurements were normal and no noise was found. The electrophysiologist ran some test and decided that the lead was fractured. The plan is to revise the lead. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.